Event description:
It was reported that the patient dropped the ilet pump on the floor, resulting in a cracked and unresponsive touchscreen while the pump continued to function via phone connectivity but could not support meal announcements or supply changes, consistent with a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with impact damage to the touchscreen leading to a fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The user was advised to revert to backup therapy until a replacement pump was available and to call for setup assistance.

Manufacturer narrative:
Initial.